Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine follow-up, a loss of capture was noted on the right atrial (ra) lead. An x-ray examination revealed a lead dislodgement. The ra lead was revised and remains implanted with no adverse consequences to the patient.